Event description:
Review of programming history on (B)(6) 2013 shows that an interrupted system diagnostic test occured on (B)(6) 2009 that changed device settings. Device settings were corrected at the time of the event, except for the magnet on time.

Manufacturer narrative:
Analysis of programming history.